Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the right ventricular [rv] lead was fractured, was oversensing, had an elevated sensing integrity count [sic] elevated pacing impedance and noise was present on the patient's electrogram. The rv lead remains in use. No further patient complications have been reported as a result of this event.